Manufacturer narrative:
Submit date: 11/29/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the enteral feeding pump did not have an alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump did not have an alarm. The unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found that a component in the buzzer power switching circuit was damaged, resulting in lifted pads and a torn trace. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.